Event description:
A solid titanium femoral nail was inserted into patient to correct an intertrochanteric metastatic lesion - prophylactic nailing/stabilization. Post-0peratively, the spiral blade backed out which led to fracture in the subcapital area requiring arthroplasty.